Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the display screen was blank. The device's system and interface boards were replaced to address the issues. The ventilator failed a step during testing and the device's sensor board was replaced to address the issue.